Manufacturer narrative:
Analysis determined that the reported behavior was attributable to a communication error at power up of an eeprom chip. Recycling power resulted in a restart of this chip, which restored proper function.

Event description:
During preparation for a cardiopulmonary bypass procedure, one of the roller pumps of the heart lung console appeared to malfunction. Indications were made that communication between the central control module and the pump or sensor modules had not been established. Recycling the console power restored normal function. There was no reported adverse consequence to the patient as a result of this event.